Manufacturer narrative:
Upon reassessment, it was identified that the product was not invovled in the reported event. The report should be voided.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 10134, 0001825034- 2017- 04974. Concomitant products: us157856 m2a-magnum pf cup 56odx50id, lot 891210, us157150 recap pf fmrl hd resurf 50mm, lot 767100, taper adaptor, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address cup loosening. No further information has been named available at this time.